Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced infusion set adhesive issue event on (B)(6)2026. The infusion set tape did not adhere due to sweat. No further information available.